Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the therapy was turning off by itself. Additional information was received from a consumer regarding the patient on (B)(6) 2017. The consumer reported that the device seemed to be turning itself off. The consumer reported that the patient would be doing chores as usual when he noticed that his back started to bother him and he had a return of back pain. The consumer reported that the patient would then check the ins and see that stimulation had been turned off. The consumer reported that this was not due to ins charge depletion because the battery was not depleted when this happened. The patient confirmed that he was not pressing the ins off button on the programmer or recharger prior to this occurring. There were no falls or traumas that could be related to this issue. There were no recent medical tests or emi environmental exposure that could be related. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient reported calling the manufacturer service line. The cause of the therapy turning off and on is unknown. The patient met with a manufacturer's representative (rep) on (B)(6) 2017. The patient's weight at the time of the event is unknown. No further complications were reported or anticipated.